Event description:
The customer reported via phone call that his insulin pump had a crack at the battery compartment. The customer stated that the insulin pump had become wet by the insulin pump falling into water. The customer's blood glucose was unknown. The customer stated that the none of the buttons were responding. The customer attempted to change out the battery but stated that the insulin pump did not allow him to do so. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. The insulin pump had moisture damage on electronics noted. The insulin pump was received with minor scratches on display window, broken battery tube threads and cracked reservoir tube lip.